Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received /utilized the device, and the header was firmly attached. The longevity calculation for this device passed. Furthermore, infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this pacemaker had bacteremia. Post implant, the patient developed tamponade, underwent pericardial window surgery and then subsequently developed bacteremia. A revision was performed and the pacemaker with the left bundle branch lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.

Event description:
It was reported that the patient with this pacemaker had bacteremia. Post implant, the patient developed tamponade, underwent pericardial window surgery and then subsequently developed bacteremia. A revision was performed and the pacemaker with the left bundle branch lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.